Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the back of her pump came off and that it is broken. She stated that she attempted to put her pump back together but that her blood glucose was so high the night before that she could not even give a bolus. The customer believes that her insulin pump is not giving the correct bolus or the correct amount of insulin. She has been treating with insulin shots. She was advised that the insulin pump would need to be replaced and to revert to a backup plan per her doctor¿s orders. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with detached end cap. Unable to perform functional testing including the displacement, operating currents, unexpected alarm error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify possible under delivery due to detached end cap. Pump received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip.